Event description:
Caller reported damage to tandem wall adapter, leading to non-functional charging supplies. There was no adverse impact to the customer's blood glucose level. Technical support arranged for replacement of the damaged charging supplies via 2-day shipping.